Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was giving frequent audible alerts. It was thought that the alerts may be due to magnet exposure; however, the alerts continued after the patient was hospitalized without possible magnet sources nearby. Because of the continuation of the alerts a device defect could not be ruled out. The patient stated that they fell on their chest around the time the alerts began. In addition, the patient reported feeling a ¿tickling sensation¿ in the pocket area. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Extensive engineering analysis concluded: released product engineering discovered no anomalies or failures consistent with the reported device failure and heard no unexpected alarms. If information is provided in the future, a supplemental report will be issued.